Event description:
It was reported that patient was having a restoration modular product implanted. During the case, the 195 mm conical stem was opened by surgeons approval. The 195 mm conical stem was not the fit the surgeon wanted so a 235 conical stem was prepared for and implanted. While implanting in the 25 mm +0 cone body, the set screw was thrown away on accidently. Therefore, the 25 mm +10 cone body was opened for another set screw. As this set screw was being implanted it broke since it was the wrong set screw- (+10 was opened vs +0). Since the set screw broke, the 235 mm conical stem needed to be removed because its threads were damaged when removing the broken set screw. New restoration modular implanted were selected and the case was completed.

Manufacturer narrative:
The cause of the bolt fracture is related to the incorrect use of the +10mm bolt with the standard (+0mm) cone body. The +10mm bolt was packaged with the 6276-1-125 device and the user attempted to utilize this bolt on the 6276-1-025 device as the bolt for this device was inadvertently discarded. The +10mm bolt is not designed to be used with a standard body, and it is likely that the user used excessive force to try and get this longer locking bolt to sit further down in stem/body construct resulting in the bolt bottoming out and fracturing. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.

Manufacturer narrative:
It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient was having a restoration modular product implanted. During the case, the 195 mm conical stem was opened by surgeons approval. The 195 mm conical stem was not the fit the surgeon wanted so a 235 conical stem was prepared for and implanted. While implanting in the 25 mm +0 cone body, the set screw was thrown away on accidently. Therefore, the 25 mm +10 cone body was opened for another set screw. As this set screw was being implanted it broke since it was the wrong set screw- (+10 was opened vs +0). Since the set screw broke, the 235 mm conical stem needed to be removed because its threads were damaged when removing the broken set screw. New restoration modular implanted were selected and the case was completed.